Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient encountered iterative dislocation leading to the revision of the cup, the insert and the head.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding dislocation (leading to revision) involving a hic 36 c biolox delta ceramic liner was reported. Conclusions: no technical investigation was performed because the product was not returned. Documentary infestation: lot: 1605135a manufacturing order: (B)(4) - (B)(4) units manufactured. No non-conformance observed for this batch (B)(4) units put on the market by serf in (B)(6) 2016 no other complaints have been recorded on this batch in the absence of more information, cause not established corrective action/preventive action: no action is required.